Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip jumping and the clip opening while locked. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4. The patient presented with a very short and restricted posterior leaflet measuring approximately 7mm and a large left atrium. During deployment, while pulling the lock line, they noticed the clip arm was open to approximately 60°. The arm positioner was closed and the clip was closed back down. Establishing final arm angle (efaa) was checked and passed. The physician continued to pull lock line. After resuming with the lock line, the clip opened to approximately 60° again. They closed the clip arm again and checked the efaa, it passed. They resumed pulling the lock line successfully. After removal of the lock line, efaa was checked again and passed. Mr was reduced to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the cause of the reported difficult to open or close (clip jumping) appears to be due to the clip opening while locked in conjunction with tension put on the system. The cause of the reported unintended movement (clip opened ¿ locked) associated with the cowl could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the cause of the reported unintended movement (clip opened ¿ locked) associated with the cowl could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6 medical device problem code 2921 removed.

Event description:
This is filed to report the clip opening while locked. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4. The patient presented with a very short and restricted posterior leaflet measuring approximately 7mm and a large left atrium. During deployment, while pulling the lock line, they noticed the clip arm was open to approximately 60°. The arm positioner was closed, and the clip was closed back down. Establishing final arm angle (efaa) was checked and passed. The physician continued to pull lock line. After resuming with the lock line, the clip opened to approximately 60° again. They closed the clip arm again and checked the efaa, it passed. They resumed pulling the lock line successfully. After removal of the lock line, efaa was checked again and passed. Mr was reduced to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided. Subsequent information received. The clip was not observed to be jumping.